Event description:
It was reported that stent premature deployment occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was 80% stenosed, 50mm in length, and 8mm in diameter. After a 0.035 x 260cm amplatz super stiff guidewire crossed the lesion, a 07f 08 050 placehit biliary wallstent was advanced to treat the lesion. However, upon the physician performing the deployment of the stent, it was not seen on the angiogram view upon deployment. Therefore the physician checked the unspecified 7fr sheath and found that it had been caught there. The physician cut open the sheath and found the fully expanded stent there. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 01:46 pm CT. The report number is being corrected from: 2134265-2018-64542 to: 2134265-2018-63175.

Event description:
It was reported that stent premature deployment occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was 80% stenosed, 50mm in length, and 8mm in diameter. After a 0.035 x 260cm amplatz super stiff guidewire crossed the lesion, a 07f 08 050 placehit biliary wallstent was advanced to treat the lesion. However, upon the physician performing the deployment of the stent, it was not seen on the angiogram view upon deployment. Therefore the physician checked the unspecified 7fr sheath and found that it had been caught there. The physician cut open the sheath and found the fully expanded stent there. The procedure was completed with a different device. No patient complications were reported and the patient was stable. Device eval by manufacturer: the stent had already been deployed and was returned with the delivery device. A visual examination identified no damage or issues with the stent. A visual and microscopic examination identified no damage or issues with the stent cups or the stent holder. The stent impression was evident on the stent holder. A visual and tactile examination found no kinks or other damage along the length of the catheter. No other issues were identified during the product analysis.